Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was patient reported they were having trouble with charging the implantable neurostimulator (ins), they can't charge the ins because the paddle shock s them. Pt said the recharger cord is frayed. Pt said the issue started couple of years ago. Agent attempted to clarify if they felt the shock on their implant or the paddle, pt said it was the paddle. Pt suddenly mentioned that they were having trouble with 'bladder control', they've been sick, need to work for 'endurance' and need some help controlling the pain while they do that. Agent reviewed information. Agent sent a request to replace the rtm.